Event description:
Information received by medtronic indicated that customer was facing an issue with the inpen not working properly. Customer stated that insulin would not come out sometimes. Customer also reported that dial knob was difficult to turn and feels tiff. No harm requiring medical intervention was reported. Troubleshooting and performed and found that additional resistance was experienced when turning the dial knob greater than 4 units. Advised customer to replace inpen. The customer will discontinue the usage of the inpen and will be returned for analysis.

Manufacturer narrative:
Customer reports: dose knob is difficult to turn/dial. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The leadscrew was received 1/4 it's travel. Performed encoder bond investigation and found that the encoder pattern wheel tabs fit properly into the keyed slots of dose nut guides. No anomalies noted with the encoder bond or pattern wheel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Battery and electronics were found corroded. Inpen passed front cap investigation. In conclusion: it was determined that the cause of inpen not pairing was caused by fluid intrusion to the battery. No communication to mobile device was confirmed. Difficult to dial/dose was not confirmed. .medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.